Event description:
It was reported no disposable alarm on pump. No further details provided. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing site address is unknown. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Operator of device is unknown. No information has been provided to date.